Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that principal component analysis port loose and the air in line sensor is loose. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed scratched lcd lens, dirty housing, and broken battery door. Event history log review was not applicable. During functional testing and visual inspection, it was confirmed that the pca port and air detector were loose. The root cause was determined to be heavy wear and tear on the device. The lemo connector and air detector were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.